Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One medfusion® 3500 syringe pump was received for investigation. A visual inspection revealed the right plunger case and battery door to be cracked, and three rubber feet were found missing from the bottom case. The reported error was found in the event history log. The reported issue was duplicated during testing. The cause of the error was attributed to the main board not operating as intended, and the motor assembly, lead screw, and clutch halves were found old, dirty of old grease, and worn out. The root cause for the worn components was determined to be normal wear.